Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed that the f11 and f12 power line fuses had blown. The fuses were replaced and the issue was resolved. The fuses were discarded on-site, so no part return is expected.

Event description:
A medtronic representative reported that the imaging system was not charging or powering on. There green power line light was reportedly not illuminated, and the f11 and f12 power line fuses were found to have blown. There was no patient present when this issue was identified.